Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the pusher for analysis. The coil was noted to be detached from the pusher. The pusher was noted to be kinked in three (3) locations on the proximal section, and one (1) location on the distal heater coil section. The distal section of the pusher retained its secondary shape; however, the proximal end of the pusher was completely stretched and damaged. The tie-knot section was severely damaged. The pusher was dissected to expose the attachment tether monofilament. The attachment tether monofilament tip shape and rebound length did not indicate evidence of a thermal detachment. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during re-positioning of an embolization coil, the coil detached in the catheter. An attempt was made to push the detached coil into the intended treatment area with a wire; however, the attempt was unsuccessful. Both segments of the coil were removed in their entirety along with the catheter. There was no reported clinical sequelae as a result of the issue.